Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a pocket infection. The pacemaker and right ventricular (rv) lead were explanted by the physician and replaced with a high-voltage device and a new rv lead. The right atrial lead remained in situ. The patient's condition was not reported.